Event description:
It was reported that a patient's implantable neurostimulator (ins) became dislodged. It was stated that the patient had surgery about "5-6 weeks ago" to reposition the ins. It was noted that the patient felt pain a week before the surgery and saw that the ins broke through the skin with a clear liquid discharge. It was unknown how the ins became dislodged. The patient reported being "fine" since the previous day, "other than passing some gas". It was noted that the patient met with her health care provider (hcp) the previous day. No further information was provided.

Event description:
Follow up information received confirmed that a surgical procedure was performed on (B)(6) 2012 to revise the implantable neurostimulator (ins). The reason that the procedure was that the patient experienced pain, loss of therapeutic effect, and migration. During the procedure, the ins was found to be twisted and perpendicular in the pocket. The physician did not observe any signs of infections. The ins was untwisted and placed back into the original pocket in a flat position. The patient was then seen post-op in the clinic at which time the surgical site was observed to be red but had no signs of infection. A follow up phone was placed sometime after the surgery by the healthcare professional to the patient but they had not heard back them and had not been seen in the clinic since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v621113, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).